Event description:
It was reported that the patient was implanted with artificial urinary sphincter with tandem cuffs12 years ago. The patient experienced recurring incontinence over the last few years that the physician felt was from atrophy and weight gain. The patient had the artificial urinary sphincter with tandem cuffs removed. A new artificial urinary sphincter with tandem 4.0 cm cuffs was implanted. The patient was in recovery following the procedure.

Event description:
It was reported that the patient was implanted with artificial urinary sphincter with tandem cuffs12 years ago. The patient experienced recurring incontinence over the last few years that the physician felt was from atrophy and weight gain. The patient had the artificial urinary sphincter with tandem cuffs removed. A new artificial urinary sphincter with tandem 4.0 cm cuffs was implanted. The patient was in recovery following the procedure.